Manufacturer narrative:
Initial receipt date of consumer report corrected to 02-dec-2020. Product corrected to tampax/tampons/pearl/pearl/regular-normal. There is insufficient information to perform a product investigation.

Event description:
Pulled out a chunk of something blue from inside vagina, pieces stuck inside me [foreign body in reproductive tract] pain-vagina [vulvovaginal pain] inserted tampon... Felt pain [medical device site pain] burning-vagina [vulvovaginal burning sensation] tampon was crumbly [device breakage] tampon was blue, no cotton on the defected tampon at all [device physical property issue] consumer sent email stating she removed the tampon and it was crumbly and blue. She opened the last tampon from that batch, and found it was blue and crumbled upon opening. She reported there was no cotton on the defective tampon at all. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pulled out a chunk of something blue from inside vagina [foreign body in reproductive tract]. Pain-vagina [vulvovaginal pain]. Inserted tampon. Felt pain [medical device site pain]. Burning-vagina [vulvovaginal burning sensation]. Tampon was crumbly [device breakage]. Tampon was blue, no cotton on the defected tampon at all [device physical property issue]. Case description: consumer sent email stating she removed the tampon and it was crumbly and blue. She opened the last tampon from that batch, and found it was blue and crumbled upon opening. She reported there was no cotton on the defective tampon at all. No serious injury reported.